Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion being treated was located in the non-calcified and moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.50x15mm non-bsc balloon catheter. A 3.00x38mm promus element plus stent delivery system (sds) was then advanced to the lad and would not cross the lesion and the proximal end of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).